Event description:
Medtronic received information that (B)(6) months following the implant of this annuloplasty device, the patient presented with fever and was readmitted to the hospital on suspicion of endocarditis. Trans-esophageal echocardiogram revealed no vegetation. The patient was treated with antibiotics and discharged on medications with no clinical evidence of endocarditis. The device remains implanted.

Manufacturer narrative:
Additional information received that changed the date of onset (date of event) from (B)(6) 2012. (B)(6). (B)(4).

Manufacturer narrative:
Analysis: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Trans-esophageal echocardiogram revealed no vegetation. The patient was treated with antibiotics and discharged on medications with no clinical evidence of endocarditis. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.